Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented during a follow up. Left ventricular lead dislodgement was noted. The lead exhibited normal impedance with lack of left ventricular capture. During lead repositioning procedure on (B)(6) 2017, the physician was unable to pass guide wire through the lead lumen. Therefore, the lead was explanted and replaced. The procedure was performed successfully without complication. The patient left the room in stable condition.